Manufacturer narrative:
High gradient can be a result of possible valve related and/or non-valve related issues. Higher than expected gradient that requires surgical/percutaneous intervention or if intervention is indicated. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 25mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 8 years, 8 months due to high gradients. The patient is asymptomatic.

Manufacturer narrative:
H10: additional narratives the most likely cause is patient factors, including hld. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.